Event description:
Our affiliate is reporting that during a finger procedure, the plastic inserter tip of a micro quick anchor plus was damaged as the anchor was being inserted into a pt's finger, which resulted in the surgeon cutting his finger on the plastic. The surgeon did not bleed onto the pt, nothing fell off the inserter into the pt, and the procedure was completed with no harm or consequence to the pt. This complaint has been opened to document the injury to the surgeon from the product, the first occurrence of this event type for this product. The complaint device was discarded at the user facility.

Manufacturer narrative:
Issue originally reported to mitek on (B)(6) 2010, additional info received on (B)(6) 2010 warranted a revisit to the decision tree; decision made to file on (B)(6) 2010. We are reporting a historical event where the surgeon injured himself while manipulating the mitek device; believed to be a device handling issue. There was no negative impact to the surgeon or pt due to this event. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaint for this device. This report was created to capture this event, and at this point in time, no corrective action is required and no further action is warranted.